Event description:
Initial info was received on (B)(6), 2015 from a consumer. This female consumer used colgate toothbrush manual and the toothbrush broke while the consumer was cleaning her tongue. She began using the toothbrush on an unk date (frequency not specified). Subsequently, the toothbrush broke on an unk date. No adverse events were reported. At the time of this report, the action taken with the toothbrush was unk. F/u info was received on june 19, 2015 from the consumer. She reported that while scraping her tongue on an unspecified date, the toothbrush broke and she swallowed the brush. On an unk date, an endoscopy was performed to extract date, an endoscopy was performed to extract the brush. The consumer reported that the toothbrush "was inside of me for four months". Add'l info was received on june 26, 2015 from the consumer. The consumer reporter having spent a day in the hospital, to have the brush extracted. At this time, she was nervous and was afraid the event would happen again. Add'l info was received on (B)(6), 2015 from the consumer. She reported that the head of the toothbrush broke while cleaning her tongue like she does everyday. Except this time while cleaning her tongue, the toothbrush broke and she swallowed the head. No further info was reported. This case is referenced as (B)(4).